Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a patient with a 27mm 3300tfx aortic valve underwent a redo aortic valve replacement procedure after an implant duration of two (2) years, three (3) months due to mssa bacteremia av/mv endocarditis [2022-12668-01]. Tte showed prosthetic aortic and mitral valve vegetations. Intraoperatively it was noted that the valve was 50% dehisced from the annulus. The explanted valve was replaced with a 25mm 11500a valve with excellent seating and good clearance of the coronary ostia. A concomitant mvr was also performed with a 31mm magna ease valve. There were no complications. The patient was transferred to the ICU in a stable condition with an open chest having tolerated the procedure well. On pod #16, the patient returned to the or for chest closure. On pod #42, the patient underwent a post-operative tte which revealed severe paravalvular leak of the 25mm 11500a valve [2022-12668-02]. It was noted that the patient has been placed under consideration for intervention once he is more stable. The patient was discharged on pod #63 to a long-term acute care facility. The patient is a 62-year-old female with a history of cad, ai s/p avr (2020), recent admission for stroke, septic embolism, chf, and hypertension.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. It was noted that the patient was presented with endocarditis for the redo avr procedure. It is unknown whether the infection may have contributed to the patients aortic regurgitation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.